Manufacturer narrative:
Attempts to download the data while the device was unopened were unsuccessful. All the battery voltages were measured to be below the expected range. Insufficient battery power was a result from the corrosion observed on the batteries. The device was connected to an external power supply to download the data. Attempts to download the data with the device connected to an external power supply were unsuccessful. The pcb was removed and connected to an external power supply to download the data. Attempts to download the data with the pcb assembly connected to an external power supply were unsuccessful. Communication could not be established between the master pdm and the pod. Without the data, it could not be determined if the pod successfully delivered insulin. A tear was observed on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. Corrosion was observed on multiple components of the device. It could not be determined what caused the corrosion. Cracks were observed on the top housing. It could not be determined when or how the damage occurred.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod longer than 48 hours. As treatment, insulin was delivered and patient exercised.